Manufacturer narrative:
Report late due to asr to individual reporting transition. Nb : revocation of exemption (asr) : e2018010. According to the practitioner three implants are lost (loss of osseointegration) after implants have been restored. The implants have been placed in 32 position on (B)(6) 2016 and removed on (B)(6) 2017. The implants have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of the device on the market, which ultimately guarantees their conformity. The implants have been evaluated through a biological risk assessment which concludes that their toxicological profile is acceptable. The implants loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
Three implants are lost (loss of osseointegration) after implants have been restored.